Manufacturer narrative:
After further review of file by clinician on march 15, 2021, patient also experienced lymphadenopathy. Patient stated that lymph nodes were bothering her on the left sided. Manufacturer¿s reference number: (B)(4) field h6 health effect - clinical code was updated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent breast augmentation revision surgery with 250cc mentor smooth round moderate plus profile saline breast implants experienced left sided breast pain and deflation post procedure. Patient woke up due to a sharp pain, pulling feeling and its was painful at touch. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.